Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep repaired the stator wire connection and replaced the fuse on the power motor relay board. The system functions properly.

Event description:
The customer reported there was a stator error message observed. No patient injury was reported.